Event description:
It was reported that while preparing for a procedure medical staff observed that the holmium laser device produced a loud noise and visible sparks when it was being moved. The device subsequently powered off and could not be restarted. A backup unit was used to complete the procedure. The hospital equipment department was notified for inspection. According to hospital staff, the device later returned to normal operation and no on site service was required; therefore, no work order was opened. There were no patient or user complications reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, no cis product analysis could be performed. As a result, the complaint allegations reported, including failure to power-up, fire, and audible noise; could not be confirmed. Record review revealed no work orders or additional information associated with the complaint. The results of the record review did not provide evidence of a probable cause. Based on the available information, this investigation was unable to establish a most probable cause for the reported event. Since the findings do not clearly confirm the presence or absence of the reported problem, the investigation conclusion code unable to exclude device problem has been assigned.

Event description:
It was reported that while preparing for a procedure medical staff observed that the holmium laser device produced a loud noise and visible sparks when it was being moved. The device subsequently powered off and could not be restarted. A backup unit was used to complete the procedure. The hospital equipment department was notified for inspection. According to hospital staff, the device later returned to normal operation and no on-site service was required; therefore, no work order was opened. There were no patient or user complications reported.